Event description:
It was reported that the user experienced persistent high glucose while using the ilet pump, with a fingerstick reading also high, and the caregiver observed that during multiple supply changes the cartridge appeared to empty but no insulin flowed through the tubing; the caregiver disconnected the user from the pump and administered a manual long-acting insulin injection, and a subsequent device restart with a dry run was successful, with replacement supplies provided. Symptoms included hyperglycemia. Outcomes included the need for unexpected medical intervention in the form of medication administration. Investigation included communication with the caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component could not be further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.